Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during the device history record review. One decontaminated sample was received for investigation without its original packaging. Visual inspection confirmed the device was free from any damage. During the functional testing it could be seen a bubble of water coming out from the bag confirming the customer failure mode report of leaking. The root cause of this defect occurred during the manufacturing process. Production personnel informed of occurrence.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that about two hours after starting to use the product, the customer found leakage of medical fluid. He put 110 ml of medical fluid in the product by mistake while the capacity of the cassette was 100 ml. There was no patient injuries.